Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). The device still remains implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.